Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels and ketones. Customer's blood glucose reading was 357 mg/dl. Customer reported her insulin is empty, but there are no noticable leaks. Customer's blood glucose at the time of the incident was 357 mg/dl. Customer's current blood glucose was 343 mg/dl. Customer reported symptoms related to their high blood glucose levels included ketones and thirst. Troubleshooting was done. Product is expected to return.